Event description:
It was reported that this right ventricular lead experienced fracture. Due to this, the lead exhibited high out of range pacing impedance measurements. This has been a gradual rise over time. Since the device is near normal battery depletion; it was decided to address this issue at the device replacement procedure. At this time, this lead remains in service. No further adverse patient effects were reported.